Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure and device implant on (B)(6) 2015; hiatal hernia repaired at the time of implant. Patient experienced esophageal candida approximately one week after implant that significantly impaired the patients ability to swallow. Esophageal dilation and steroid treatment ((B)(6) 2015 and (B)(6) 2016) were attempted twice to alleviate post anti-reflux procedure dysphagia. Device explant (B)(6) 2016 due to moderate dysphagia. Significant periesophageal tissue inflammation with the involvement in the diaphragmatic hiatus were noted during the explant. Device found in correct position/geometry.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure and device implant on (B)(6) 2015; hiatal hernia repaired at the time of implant. Patient experienced esophageal candida approximately one week after implant that significantly impaired the patients ability to swallow. Esophageal dilation and steroid treatment ((B)(6) 2015 and (B)(6) 2016) were attempted twice to alleviate post anti-reflux procedure dysphagia. Device explant (B)(6) 2016 due to moderate dysphagia. Significant periesophageal tissue inflammation with the involvement in the diaphragmatic hiatus were noted during the explant. Device found in correct position/geometry.